Event description:
The trilogy 200 ventilator was returned to the manufacturer service center for preventative maintenance, and the device failed a dp purge valve test step during testing. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed at this time. The device passed all testing.